Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator medium crescent snare was used during removal of a gastrointestinal stromal tumor (gist) on (B)(6) 2013. According to the complainant, the snare was placed around the gist and tightened while current was being applied. When current was applied the tissue blanched, however the snare was unable to cut the gist. The procedure was not completed and the gist remained attached to the patient's stomach wall. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: failure to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.